Manufacturer narrative:
Operator of device and device serial number/lot number are unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure alarm and patient disconnect alarm is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the tidal volume knob rubbed against chassis, front panel was bent, patient connector was loose and device had no power. Functional testing found the device light-emitting diodes (leds) and electronic alarm did not operate. Positive and negative conductors were pushed in flat in the battery compartment. Replaced electrical chassis. The root cause of the reported issue was found to be user interface - impact damage. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).